Event description:
Pump reported to be infusing an unk amount of heparin at 22 ml/hr. The roller clamp on the set was noted to be 1/8" from the fully closed position. Pump was reported not to have alarmed for an occlusion. The other pump was set up with an unk amount nitroglycerin at 2 ml/hr. The nitroglycerin set also had a roller clamp that was 1/8" from being fully closed. No pt injury resulted.